Event description:
A customer stated that her blood glucose readings had been erratic. She tested and received a reading around 16 mmol/l (288 mg/dl). She rested 10 minutes later and received a reading around 3 mmol/l (54 mg/dl). The customer stated that on one occasion, she received a high glucose reading and took insulin. The customer may have passed out because she alleged that she ended up on the floor after taking insulin. She did not require any outside medical attention. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.